Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 460 mg/dl while wearing the pod between 24 and 36 hours. It was reported that the patient had noticed insulin leaking from the pod site (leg). Symptoms reported included shortness of breath, dizziness, nausea and the smell of ketones. The patient was treated with 10u insulin, three intravenous fluids and oxygen. The patient was released the same day, five hours later.

Manufacturer narrative:
The device has been returned/received and, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s926usqs5czb2. Hardware: sm-s926u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
No damages, tears, or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear or the failure to deliver insulin.